Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal system was used during a transvaginal tape sling procedure. The patient age was reported to be approximately 50 years. According to the complainant, during the procedure, the patient's right side of the bladder was perforated. The procedure was completed with this device and the patient was catheterized for "an extra few days" while the bladder healed. Attempts at follow up have been unsuccessful.